Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned two syringes with no pouch for identification. Both syringes feature 0.3ml markings. Both syringes are missing their needle shield and hub. Only one needle shield and hub set were returned. The hub was lodged inside the shield. The connectors at the distal tips of the syringes were not damaged, nor was the base of the returned needle hub. No plunger caps returned but no signs of use. No other defects found. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one notification [200872529] noted that did not pertain to the complaint. There were two notifications [200872129, 200872284] noted for cracked hubs. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield. Lot #: 9231336. Catalog #: 328512.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield. Lot #: 9231336, catalog #: 328512.